Event description:
It was reported that a retraction issue occurred after use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "needle did not fully retract after use and button depressed."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for retraction issue with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a retraction issue occurred after use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "needle did not fully retract after use and button depressed."